Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous left circumflex artery that is 90% stenosed. The patient presented with severe angina and the lesion was pre-dilatated with a 2.0x10 mm semi-compliant balloon. A 3.50 x18mm xience alpine stent was deployed at 16 atmospheres; however, fluoroscopy after stenting revealed an edge dissection at the proximal end of the stent. Another xience alpine stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.